Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient is experiencing ambulation difficulties, pain, swelling, redness in knee post implantation. It was further reported that the patient's pain levels are out of control, and they cannot walk unassisted. There is a future arthroscopy planned. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. It was previously reported on MFR#: 0001822565-2023-01818-1 that this event was considered non-reportable on behalf of zimmer biomet. However, upon receipt of additional information, it has been determined that report#: 0001822565-2023-01818-1 was drafted and submitted erroneously. This event remains reportable as it has been indicated the patient has suffered a serious injury. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing ambulation difficulties, pain, swelling, redness in knee post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical product: femur cemented, catalog # 42504605812, lot # 65604351; tibia fixed stem extension, catalog # 42542007102, lot # 65503331; stem extension offset splined uncemented, catalog # 42560613512, lot # 65645041; stem extension offset splined uncemented, catalog # 42560613514 ,lot # 65703571; tibial augment cemented half block, catalog # 42555805405, lot # 65085595; tibial augment cemented half block, catalog # 42555805205, lot # 65102663; MRI sterile short osteotome blade 12mm, catalog # 47996602122, lot # 56715440. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-01816, 0001822565-2023-01817, 0001822565-2023-01819, 0001822565-2023-01820, 0001822565-2023-01821, 0001822565-2023-01822.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the patient as having swollen lower legs and ankles. No product was returned or pictures of the products provided. Review of the device history records identified no deviations or anomalies during manufacturing. Compatibility of the devices was reviewed with no issues noted. Medical records were provided and reviewed by a healthcare professional. Review of the available records identified that the patient was experiencing pain, swelling, ambulation difficulties, and could not walk unassisted due to pain. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint has been confirmed by the presence of nickel. The additional information received does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.